Event description:
It was reported to boston scientific corporation that a through the peg jejunal feeding tube (j-tube) was placed over a year ago (the date is unknown). According to the complainant, about every four to six weeks the j-tube clogs. The caregiver states "when giving medications crushed and diluted, there is no sure way of knowing if and when a clog is going to occur. There is no visibility to see into the j-tube to see if there is any residual after flushing." The caregiver uses a de-clogger to resolve the issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reporter is the daughter of the patient, and due to confidentiality a name will not be provided. (B)(4) for the reported event of occlusion in j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.